Event description:
No known event occurred. Problem: the import of enhanced ultrasound formatted data (nema dicom supplement 43: storage of 3d ultrasound data, version: final text - (B)(6) 2009), can result in incorrect display of image orientation. The reason was an incorrect understanding of the data format. This fault does not reside in the true 3d render engine, but rather is localized to the dicom input task of the application problem: the import of philips 3ddcm formatted ultrasound images can result in incorrect display of image orientation. The reason was an incorrect understanding of the data format. This fault does not reside in the true 3d render engine, but rather is localized to the dicom input task of the application. Issue was identified on release versions: 1.6.1 and 1.6.2.